Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a history of pad, renal failure. The physician intended to use the turbohawk and spider fx 5 mm and 6¿fr biotronik sheath to treat a severely calcified lesion, with 95-99% stenosis in the mid superficial femoral artery as per IFU. It was reported that severe calcification noted throughout the iliac, femoral and tibial vessels. The target lesions were crossed and predilated. The spider was placed in the distal popliteal artery. After pre-dilation the turbohawk was difficult to pass through and rotate, multiple passes were completed. Severe resistance was encountered removing the turbohawk, after fluoroscopic inspection it was observed that the wire was wrapped around the turbohawk. Numerous kinks were observed in the wire, attempts were made to untangle the wire from the turbohawk. The device and sheath were pulled back with resistance across aortic bifurcation, as a result the turbohawk nosecone separated at the hinge point from the catheter shaft in the common iliac artery. The spider wire did not fracture, the basket was in the proximal right sfa. Left sheath access was maintained the patient was transferred to hospital for a right femoral cutdown to retrieve the spider and nosecone. The or procedure was successful in removing the spider and nosecone of the turbohawk, with no complications reported.